Event description:
It was reported that during a low anterior resection procedure, a stapling device misfired (although left with 2 complete 'donuts'). The stapling device was inserted into the patient's rectum for anastomosis on a very low anterior resection and when the device was fully closed, it fired a row of staples into the back wall of the rectum but not the front wall, therefore leaving a hole in the rectum that was unable to be closed because it was too low. The patient had to have a rectal catheter inserted for drainage. There were no adverse consequences for the patient. Additional information received on 2/5/2010: a [resident] fired the gun and when asked to fire, she was unable to fully close the firing trigger. She then released the firing trigger slightly and tried to complete the firing sequence again. The patient has had a permanent colostomy as the remaining rectal stump was too short to be able to anastamose. The patient has made a reasonable recovery and is not in critical status. Requested and received the following information on 2/16/2010: I believe the patient had cancer and this is why he needed the operation.

Manufacturer narrative:
(B) (4). (B) (4). Not in firing range the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. In addition, the knife was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line or hard object. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4)

Event description:
Additional information received on 2/17/2010:the consultant has advised that the firing sequence was not fully completed and the device may have been re-fired thus, resulting in malformed stapler line.